Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed low reservoir alarm and no delivery alarms. Customer's blood glucose was 19 mmol/l. Device alarmed a low battery alarm then an off no power alarm. Customer mentioned sometimes the infusion set cannula was bent. Customer mentioned that the bolus was not registered in the device. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarm noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No off no power anomaly noted. The low reservoir alarm feature was programmed at 20 units; after delivery of several boluses and with 20 units left on the display, the insulin pump alarmed properly low reservoir. No low reservoir alarms anomalies noted. The insulin pump was monitored for 2 days, several boluses were programmed and delivered; all bolus programmed and delivered were properly recorded at the bolus and daily totals history screens. No history anomalies were noted. The insulin pump was then tested with a water fill test reservoir and no bubbles were noted. The insulin was programmed with correct time and date. The insulin pump was returned without battery cap unable to confirm damage. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot.